Manufacturer narrative:
Blood ingression of the inner conductor coil is typical of retractable screw-in leads, and will not impair the electrical function of the lead. No allegation co's lead failed to meet its performance specifications or caused or contributed to the infection. Proof of sterilization is on file. Infection is a recognized clinical event referenced in the device's labeling as a potential complication associated with lead implantation.

Event description:
"Infection."